Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s libre 3 plus sensor stopped communicating with the ilet app, resulting in loss of glucose readings and suspension of automated insulin dosing. The app displayed ¿sensor unavailable,¿ pairing attempts failed, and the responsible device could not be identified. The user performed a fingerstick measurement with a value of 499 mg/dl and was advised to apply a new sensor and contact the sensor manufacturer. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin delivery and the need for user intervention. An investigation was conducted, including device history review, complaint trend review, and technical support troubleshooting with user education. Review of the case revealed a sensor communication and pairing failure with no ilet hardware malfunction identified. It was concluded that the event was related to external cgm sensor communication failure, and the ilet functioned as designed by halting automated dosing in the absence of cgm data. The device has not been returned. If the device is returned, it will be evaluated, and a supplemental report will be filed.